Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was affected, reading "high," although the specific bg value was unknown. The customer took a corrective bolus via the pump and required assistance from a healthcare professional to obtain mdi pens. The issue was resolved when the customer resumed insulin.